Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated (358 mg/dl). Customer treated elevated levels with manual insulin injections. Customer reported seeing air bubbles in tubing. Customer reported using cartridges for up to five days. Customer declined system check with tandem technical support. Recommendation was made to follow humalog 48 hour labeling, try different infusion sets, site placements/rotations and load technique to minimize air bubbles. Customer acknowledged.